Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac) and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Although it cannot be confirmed, the patient¿s severe septal hypertrophy and preserved ef appear to have contributed to the aortic malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards territory manager (tm), during the transapical tavr procedure, the first 26mm sapien valve was positioned 60:40 aortic; however, during deployment the valve was difficult to center due to extreme movement and was deployed ¿98:2¿ aortic. As reported, the valve moved up and down even under pacing, due to severe ventricular hypertrophy. The post deployment echocardiogram showed moderate paravalvular leak (pvl). The decision was made to deploy a second valve. A second 26mm sapien valve was deployed 20-25% below the first valve with a good result. There was no consequence to the patient. Per report, both the aortic valve and aortic root were moderately calcified, the ejection fraction was 65%, there was mild mitral annular calcification (mac), and severe ventricular septal hypertrophy. The sinotubular junction (stj) measured 28mm, and the sinus of valsalva (sov) measured 32mm. Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.